Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
The event occurred in (B)(6). Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Event description:
Caller reported mobile system blood glucose results of 439 mg/dl, 57 mg/dl, and 77 mg/dl within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips.